Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility called stated the left front caster is bent and therefore they find it unsafe to use.